Event description:
The manufacturer became aware of literature published by the ¿department of orthopedics and traumatology, azienda ospedaliera ¿gaetano rummo¿, italy ¿. The title of this report is ¿percutaneous screws CT guided to fix sacroiliac joint in tile c pelvic injury. Outcomes at 5 years of follow-up ¿, published on november 27, 2018, is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1051/sicotj/2018047. This report includes analysis of the clinical data that was collected on 96 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced screw breakage. Additional information received from the author indicated that the screw was broken by the aseptic nonunion of sij.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged incident could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition unknown.